Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the physician tested the lead helix on the table prior to implant. During the test, the helix would not extend until after 15 turns, after which the helix suddenly extended. The physician then attempted to retract the helix, which would not retract until after 15 turns, in which the helix suddenly retracted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.